Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were broken. Top case chipped on corners, bottom case has hole chipped in bottom, plunger head is loose, both plunger cases cracked, broken ear clip, power cord insulation falling apart. Travel coarse error - check clutch/plunger lever found on error history log review. Check clutch found at occlusion test. Top case, bottom case, both plunger cases and power cord were physically damaged. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device is over six years old. The root cause of the reported issue was determined to be normal wear of lead screw and clutch halves (parts are 6 years old) and impact or device mishandling. Actions/repairs were done to correct the reported issue: replaced lead screw, clutch spring, both clutch halves, top case, bottom case, both plunger cases and power cord. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
It was reported that issues were experienced with the following: clutch, motor issue, top case, bottom case, plunger case, battery bay door, power cord. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were broken. Top case chipped on corners, bottom case has hole chipped in bottom, plunger head is loose, both plunger cases cracked, broken ear clip, power cord insulation falling apart. Travel coarse error - check clutch/plunger lever found on error history log review. Check clutch found at occlusion test. Top case, bottom case, both plunger cases and power cord were physically damaged. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device is over six years old. The root cause of the reported issue was determined to be normal wear of lead screw and clutch halves (parts are 6 years old) and impact or device mishandling. Actions/repairs were done to correct the reported issue: replaced lead screw, clutch spring, both clutch halves, top case, bottom case, both plunger cases and power cord. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
It was reported that issues were experienced with the following: clutch, motor issue, top case, bottom case, plunger case, battery bay door, power cord. No patient injury was reported.